Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012304919 was returned and analyzed. Visual inspection was performed and the loop catheter was received without the guidewire threaded in. The spiral array pebax tubing was twisted at the proximal joint near the dual lumen. Anomalously, the array assembly appeared inverted and attempts were made to straighten it but the attempts were unsuccessful. X-ray imaging confirmed the integrity of the nitinol array wire was properly attached at the tip and properly placed in the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. The sliding operations were made without any obstructions. Upon full advancement of the slide control to extend the guidewire lumen, it would keep inverting. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The loop catheter was reprogrammed and ablations were performed using the generator. No anomalies were observed. In conclusion, the knotted array was not confirmed through analysis. The loop catheter failed the returned product inspection due to an inverted array and twisted pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was being re-prepped, the tip became knotted and the catheter was unable to be re-inserted into the sheath. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.